Event description:
Pt called lfs on 2003 alleging the meter would power off after counting down. The pt reported no high or low blood glucose symptoms while attempting to test. The issue was not resolved with troubleshooting. The meter is being replaced. No further info has been reported.